Event description:
It was reported that during a gastric septation procedure, the packaging presented problems. Product not sterile. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: will the device be returned for analysis? What type of problem was noted with the packaging?

Manufacturer narrative:
(B)(4). Additional information: batch # l53j13. The analysis results found that the pse45a device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the sides of the package and the blister was noted to be wrinkly with one tear. In, addition pieces of the broken blister were still attached to the tyvek. The package was opened and the device was found to be damaged at the handles, near where the damages at the package were found. The device was inspected and it has several cracks on the handles and one kink on the area where the battery is placed. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The batch record was reviewed and no anomalies were noted during the packaging process.